Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse0 who found the issue, replaced the batteries. He then completed the preventive maintenance (pm with full calibration functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) failed battery run time. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.